Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks including bleeding secondary to anticoagulation treatments. Hvad pump (B)(4) was not returned to heartware for evaluation as it remained implanted. This complaint is associated with a clinical adverse event. The purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of controller log files revealed low flow alarms for the reported event date; pump parameters were within normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported thru a study that a patient who was implanted with lvad on (B)(6) 2016 had intra-abdominal bleeding that was device related on the same day and this resulted in re-operation. Total of 15 units of packed red blood cells provided due to this event. The patient was discharged home on (B)(6) 2016.